Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in undersensing and loss of capture with no asystole. Twiddler's syndrome was determined as the lead was observed to be twiddled back into the left pectoral pocket, braided and tangled. Subsequently, the patient underwent a revision procedure and received antibiotic treatment. This lead was explanted and successfully replaced with the same model. No additional adverse patient effects were reported.